Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter that stopped working was reported. Product was provided for investigation. The allegation was confirmed via product. The probable cause was a defective transmitter. The reported event of a transmitter that stopped working is reportable based on the finding of signal loss greater than one hour.